Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has burning sensation following an MRI and CT scan and is experiencing tingling sensations. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Medwatch received mw5165619.

Event description:
Medwatch received mw5165619.

Manufacturer narrative:
The reported issue was not confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. As received, device was inoperable, the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on the day of the explant procedure. As the device was cut open during analysis, it was unable to be placed in a thermal chamber for temperature testing. Analysis of the device did not identify any anomalies that would contribute to the patient symptoms.

Event description:
Additional information was obtained, revealing that the system was explanted via surgical intervention on (B)(6) 2025.